Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 3 / 5. The technical service representative (tsr) checked the setup and found that one of the bags fell and disconnected causing the alarm. The tsr gave instructions on clearing the alarm. The hp opted to stop therapy. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the hp on (B)(6) 2010 regarding the bag falling and disconnecting, it was revealed that the bag fell off the table accidentally and that it was the first time it had happened. The hp suggested that he must have placed the bag a little close to the edge of the table, and added that he knows the appropriate setup. The hp stated that this event did not cause any injury or harm. The hp also confirmed that he did not notice any defects on the supplies. The hp stated that he is doing fine and continuing therapy without any issues. No patient injury or medical intervention was indicated at this time. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The hp revealed that the bag fell off the table accidentally and suggested that he must have placed the bag a little close to the edge of the table. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).